Event description:
Information received indicates the mattress topper has fluid ingress into it through the vent holes at the head of the mattress.

Manufacturer narrative:
The account will clean and replace the mattress topper as needed.